Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure. Additional information was received that the explanted device will not be returned as it was not released by the facility.